Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-feb-12 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that there were at least 9 revisions on several different pumps. No patient symptoms were reported and no further co mplications were reported or anticipated.